Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported that during the lifetime of the pump no abnormality was observed. However, after replacement of the pump the dose needed to be reduced due to increased therapy effect and therefore the hcp suspected a malfunction of the explanted pump and asked for analysis (please refer to manufacturer report #3007566237-2019-01264 for details related to the increased therapy effect with the new pump). Analysis of the catheter with contrast agent revealed no abnormalities. Aspiration of drug during refill with the new pump showed 13 ml instead of 16 ml (calculate reservoir volume). No further complications were reported.

Event description:
Additional information was received via follow-up. It was reported that the drug in the pump was the same as before the pump replacement (morphine 5 mg/ml at a dose of 1.2996 mg/day). The reason for the pump replacement was normal battery depletion. The first symptoms associated with the increased therapy effect began on (B)(6) 2019, six days after implant of the new pump. It was stated that the pump with the "assuming malfunction" was still in use and was not explanted (please note this is conflicting with the initial report that the hcp assumed a malfunction with the explanted pump), and that the previous pump was explanted due to regular battery depletion and was disposed by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.